Manufacturer narrative:
It was indicated that the device will not be returned for evaluation. If there is any further relevant information obtained, a supplemental medwatch will be filed.

Event description:
It was reported that a intellanav mifi open-irrigated and an intellamap orion high resolution mapping catheter were used in a atypical flutter ablation procedure. The after the left atrial flutter mapped and terminated, the physician moved onto the cti flutter. While ablating the cti hypotension occurred. The procedure was completed and pericardiocentesis performed later that night not in the lab.